Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent osteosynthesis procedure. Postoperative, on an unknown date, patient was presented due to persistent stress pain. External x-ray showed delayed fracture healing with no breakage. Re-operation of still missing consolidation of the fracture with a modification (dynamic sampling) of the nail was planned for an unknown date. On an unknown date, other medical intervention/screening showed the breakage of the nail. On (B)(6) 2018, patient underwent revision surgery with medication of me, drilling of the bone and re-osteosynthesis with long pfn was performed. There was no harm to the patient and all the broken fragments were removed from the patient. Surgery was completed successfully with no delay. Concomitant devices reported: pfna blade (part# 04.027.035s, lot# l539181, quantity 1); bolt (part# 459.360, lot# 5941653, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The evaluation of the device has shown that the blade is strongly worn at the tip and not broken as initially determined during the initial visual inspection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided: part: 472.375s; lot: l688369; manufacturing site: bettlach; release to warehouse date: december 19, 2017; expiry date: december 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate for the lot was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The returned pfna nail was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. During this investigation, the outer diameter (16.5mm) was measured and has fulfilled the specification according to the drawing. However, the citrus shape where the nail was broken could not be measured. During the manufacturing process these features were inspected through the inspection sheet. The whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. Based on the investigation result, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant feature was measured and has fulfilled its specification as well as in the manufacturing documentation no issue was identified. Due to any manufacturing having been excluded, this complaint is not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The design and clinical risk management document was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also noted that the pfna helical blade was broken.